Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial in liquid. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -12.0 into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to low vault. The cause of the event is reported as unknown.